Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. A review of the complaint log determined that this was the 3rd reported incident from the distributor, (B)(4) 2009. MDR form submitted, #1530901-2009-030 was previously sent to the FDA concerning these malfunctions. The investigation determined this event was likely to be related to surgical technique.

Event description:
The reporter stated that the surgeon was inserting the polyaxial screw and it was approximately half way in when the seat separated from the screw head. The surgeon then spent an additional minute of surgery time to remove the screw using the polyaxial screw adjuster from the set and replace it with a spare screw. There were no other issues with the surgery.